Manufacturer narrative:
Received one used foley catheter without the original packaging. Per visual evaluation a cuff roll was noted. No manufacturing deficiencies were noted on the returned catheter. Per functional testing the test could not be performed due to the condition of the returned sample (inflation arm was broken and not returned for evaluation). The reported event is confirmed. The lot number is unknown; therefore, a device history record could not be reviewed. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon deflation, there was a rigid ring on the catheter which caused the patient discomfort.